Manufacturer narrative:
The event was found to be caused when a sample with no initial results is queried by two different instruments and the software responds by performing the test with no dilution. When the result with an alarm configured in the alarm control is received from the first instrument, a repetition with dilution factor "dec" is generated in the software. The result from the second instrument (independent of any alarm that arrives with the result) is assigned to the repetition with "dec" dilution factor even though the dilution factor was never sent to the instrument. The reported allegation has been verified as a software issue in navify lab operations as this information is sent to the external host as it is configured to be sent in the result message and the dilution info is sent to the customer's laboratory information system configuration.

Event description:
There was an allegation of a navify lab operations software issue. It was alleged that the software is sending a dilution factor to the customer's laboratory information system which was never requested by the instrument.